Manufacturer narrative:
H10: no product samples were returned for investigation, however, a diagram was provided that showed the location of the disconnect between the male luer and the female luer of the spinning spiros. The complaint is confirmed based on prior confirmed complaints of separation at the same location. The probable cause is an inadequate bond during manual assembly in ensenada.

Manufacturer narrative:
The device is not available to be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The customer reported on the second day of 5fu infusion, a bag spike adapter w/spiros broke at the thinnest part of the plastic tubing causing chemical leakage which dripped onto the patient with no serious impact. The movable drip rack was used to hang the tubing throughout the process without any reassembly and connection processing actions.